Event description:
The user facility reported that the involved capiox device was used in a transverse abdominis release (tar) surgery. Circulation was stopped at 14:00 and resumed at 16:00. After resuming circulation, oxygenator po2 gradually decreased and pco2 increased during branch reconstruction. The flow rate was 4l/min. There was no change in the situation even after replacing the gas blender, and the oxygenator was replaced at 18:00. The subsequent procedure was completed successfully. At that time, it was reported that po2 was 60, pco2 was 51, and the gas flow rate was 10l/min. During the course of the procedure, no increase in oxygenator pressure occurred. Therefore, the customer suspected that there was a problem with the gas phase. The event occurred intra-operative. The oxygenator was replaced with blood loss. The patient was not harmed.

Manufacturer narrative:
E3: occupation: clinical engineer. G4: PMA/510(k): k130520. Visual inspection of the actual sample upon receipt found no anomaly such as a breakage. After rinsing and drying the actual sample, the amount of oxygen transfer and carbon dioxide gas removal were measured according to the product inspection procedure. It was confirmed to meet the factory's specifications. No anomaly was found. · [bovine blood conditions] hb: 12g/dl, temp.: 37°c., ph: 7.4, svo2: 65%, pvco2: 45mmhg. · [circulation conditions] blood flow rate: 6l/min and 4l/min, v/q:1, fio2: 100%. · [o2 transfer volume] @6l/min: 399ml/min., @4l/min: 283ml/min. · [co2 removal volume] @6l/min: 322ml/min., @4l/min: 235ml/min. The manufacturing record and the shipping inspection record of the actual sample found no anomaly. No other similar report of the product with the involved product code/lot number was found. Based on the investigation result, the gas transfer performance of actual sample after rinsing met the factory's specifications, and no anomaly was found. As a possible cause of occurrence, from our past experience, pao2 decreased due to the following factors. However, the cause of this case could not be clarified from the investigation result. When the circulation was resumed, since the blood with decreased svo2 flowed into the oxygenator, pao2 decreased. The blood flow rate, gas flow rate (v/q ratio), and fio2 were low relative to the patient's body surface area, and the oxygen supply was insufficient. Due to wet lung phenomenon, water drops accumulated in the fiber. Therefore, the contact between blood and oxygen gas was hindered, and the gas transfer performance was decreased. Relevant instructions for use (IFU) reference: "start gas supply with v/q=1, and fio2=100%, then make adjustments based on blood gas measurements." "Measure blood gases and make necessary adjustments as follows. A.control pao2 by changing concentration of oxygen in ventilating gas using gas blender. -to decrease pao2, decrease fio2. -to increase pao2, increase fio2. B.control paco2 by changing the total gas flow. -to decrease paco2, increase total gas flow. -to increase paco2, decrease total gas flow." "A phenomenon called wet lung may occur when water condensation occurs inside fibers of microporous membrane oxygenators with blood flowing exterior to the fibers. This may occur when oxygenators are used for a longer period of time. If water condensation and/or a decrease in pao2 and/or an increase in paco2 is noted during extended oxygenator use, briefly increasing the gas flow rate may improve the performance. Increase gas flow rate, to 20l/min for 10 seconds. Do not repeat this flushing technique, even if oxygenator performance is not improved." Terumo medical products (tmp) (importer) registration no. (B)(4) is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. (B)(4).